Event description:
It was reported that the unit does not turn off and on normally. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 09/06/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit does not turn off and on normally. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.